Event description:
It was reported that the right ventricular lead showed noise. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies found. However, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was tissue present on helix, and there was apparent explant damage.